Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting impedance measurements greater than 2000 ohms via transtelephonic monitoring (ttm). However, in office measurement was 700 ohms. A boston scientific sales representative instructed the clinic to press and hold the impedance measurement button which produced measurements between 700-1300 ohms. Threshold measurements are within normal limits. The patient will return for testing in one week's time. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated if additional information is received.